Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2025, and the left lead was explanted and replaced, and the right lead was repositioned.